Event description:
The reporter had obtained an er1 message several times. She had gotten the message when testing with blood. She stated that she had never used the confirmation dot on the back of the strip, and said that the amount of blood used for the test strip filled the testing area "only half way."